Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, instrument was stuck on universal surgical manipulator (usm) 4. Prior to contacting intuitive surgical, inc. (Isi) technical support engineer (tse), the customer undocked the usm with the instrument and the trocar and moved another usm into place to continue. The tse recommended customer press the emergency stop button to remove instrument, but customer did not want to stop to troubleshoot at the time. The customer was continuing the procedure with 3 usms. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The reporter indicated the instrument was stuck on usm 4 and was unable to move usm 4. System functionality checked upon powering on the system and powered on without any errors. The staff attempted to use the instrument release key (irk) but that was unsuccessful. They called isi technical support and was recommended to manipulate the usm (back and forth) and use the wrench to remove the instrument from the usm. The cannula and instrument were removed together due to the instrument was stuck on the usm. Port incision was not increased to remove the cannula and instrument. The surgeon used a backup instrument and only usm 1, 2, and 3 to complete the procedure. There was no patient harm or injury. The instrument was inspected prior to usage and no damages were noted. No damages were noted to the instrument after removing the instrument from the usm. The instrument did not collide with any other instrument during the procedure. The reporter confirmed it was monopolar curved scissors instrument that was used, and it has been discarded. The reporter was unable to provide the patient demographics. There were no video recordings/images available for isi review.

Manufacturer narrative:
Based on the claim against the product by the customer noting a disabled usm due to a stuck instrument on the usm, investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer contacted the isi technical support engineer (tse) after the procedure ended and the tse was able to successfully help the customer to remove stuck instrument from the usm using the emergency wrench to resolve the issue. The tse had the customer power cycle the system and confirmed no errors in the system logs. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue.